Manufacturer narrative:
It was later confirmed by the customer that they had identified the 3rd party usb data cable used during the event and disposed of it. The cable was not made available to physio-control for evaluation prior to disposal.

Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and could not verify, or duplicate, the reported issue. The customer did not provide physio with the 3rd party usb data cable used during the event for evaluation. Physio-control has advised the customer to locate and dispose of the cable as it was the likely cause of the reported loss of power. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when they plugged a 3rd party usb data cable into their device to transmit patient information, that the device powered off by itself. The device would not power on until the 3rd party usb data cable was removed from the unit. Once the cable was removed, the device was able to be powered back on. There was patient use associated with the reported event; however, the reported issue occurred at the point where the patient was being transferred to another level of care. There were no adverse effects to the patient as a result of the reported issue. No further information about the patient or the event were provided.